Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the handle of the delivery catheter system (dcs) was noted to be damaged after the tray had been swiveled. It was reported that the device had not been manipulated in anyway and did not have contact with the patient. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle is not intact. The deployment knob components have detached from the rest of the handle and were received loose with the dcs. A tab on the deployment knob component is damaged and cracked. The capsule could be retracted even though the deployment knob components have detached from the handle of the dcs. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The capsule appears intact with no evidence of damage. The inner member shaft appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. An image submitted by the account shows an actuator separation. The dcs was returned and evaluated by medtronic; visual analysis confirms deployment knob was separated. A tab on the deployment knob component is damaged and cracked. Deployment knob separation typically occurs due to failure of one or both snap fit tabs holding the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.